Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of two medical device reports associated with the event. Refer to manufacturing report number 1220648-2025-26903 for the impella cp. Instructions for use for the related event are as follows: impella rp flex with smartassist system. Section: contraindications: ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock implanted with an impella rp flex device for mechanical circulatory support experienced limb ischemia and would subsequently expire. The patient underwent elective transcatheter aortic valve replacement. While still in the procedure room while attempting to extubate, the patient started having rhythm changes and decreasing sats eventually going into ventricular fibrillation and ventricular tachycardia requiring numerous defibrillations. Coronary angiogram showed coronaries were not compromised. Transesophageal echocardiogram showed a severely dilated right ventricle. Therefore, the decision was made to place right-sided support as well. The patient was placed on an impella cp (via the left femoral artery) and impella rp flex (via the left femoral vein) for bipella support with a "very" poor prognosis. Approximately four hours into mcs, it was noted that the patient had no distal flow in the lower left extremity. The persistent condition was monitored by the staff. After approximately two days of support, the patient was no longer responding to the maximum doses of vasopressors and inotropes. The patient passed away on support.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. After medical safety officer review, the complainant reported that the patient on bipella support had no distal flow in the left lower extremity and signs of mottling was noted. It was also reported that the patient prognosis was poor and expired while on support. The demise outcome is associated with the impella cp device in related manufacturer device report 1220648-2025-26903. B.2 revised from the initial manufacturer device report 1220648-2025-26940 due to medical safety officer review. E.4 should have been left blank on the initial manufacturer device report number 220648-2025-26940 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.1 revised from the initial manufacturer device report 1220648-2025-26940 to reflect serious injury per medical safety officer review. H.6 health effect - impact code 1802 per medical safety officer review, death was related to the impella cp and will be reported in manufacturer device report 1220648-2025-26903. Code 925 was previously reported incorrectly on the initial manufacturer device report 1220648-2025-26903. Component code 3038 was added.